Event description:
It was reported that fluid would not flow through the drip chamber of an interlink buretrol solution set. This occurred during priming of the set with an unknown solution. The reporter stated that the drip chamber was squeezed, but this did not make the fluid flow through. There was no patient involvement. No additional information is available. This is report 1 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A review of all batch record documents for lot ur08d16125 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Evaluation summary: the sample was received for evaluation. A visual inspection, functional testing, flow rate testing, clear passage and pressure testing were performed. The device was primed and flowed without issue. The reported condition was not confirmed. Upon completion of baxter's investigation, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should additional relevant information become available, a supplemental report will be submitted.